Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, 6 openings on the anterior and posterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: five openings striated on the anterior and one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: five striated openings due to surgical damage consist in the use of some surgical tool; one crease smooth opening on the posterior due to fold flaw opening.

Event description:
The device was explanted.